Event description:
It was reported that cgm displayed error that interrupted sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform pump reset, completed reset with support, confirmed that error did not reappear, and successfully started new sensor session, resolving issue.